Manufacturer narrative:
G4: 19oct2020. B4: 20oct2020. The customer replaced the power switch overlay, but was still having the same issue. The power management pcba was then replaced which resolve the issue for the customer. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
It was reported to philips that the device had a check vent alarm led failed when powering the unit on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed advised that an error code was in the significant event logs. The biomed stated that the led lights are working. The rse provided part information to the customer for a replacement power management pcba as well as a replacement power switch overlay if needed.